Event description:
The affiliate reported the customer alleged elevated free thyroxine (ft4) results, above the normal reference interval, for 13 patients, involving unicel dxi 800 access immunoassay system. This report refers to patient number twelve. Subsequent testing on another reagent pack produced a normal result. The elevated result was released out of the laboratory. There was no report of patient injury. There has been no report of change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. From the customer supplied reagent inventories, the reagent pack in question had been loaded and used on another unicel dxi 800 system, producing the erroneous results. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. All related medwatch reports: 2122870-2011-05207, 05208, 05209, 05210, 05211, 05259, 05260, 05261, 05262, 05263, 05264, 05265, 05266.